Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported the week prior to (B)(6) 2016 they had a vocal cord surgery which was somewhat related to the deep brain stimulation therapy. The vocal cord problem had started 4 years prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.